Event description:
Lap hernia - "when the pt inserted the instrument, part of the seal (clear plastic part) fell inside the pt's abdomen., further details on the type of instrument used will be passed on by the customer as soon as she finds out. The plastic component was removed from the pt's abdomen and the trocar removed."

Manufacturer narrative:
The incident device anticipated return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.